Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on radius and delamination of the valve. Leak test and microscopic analysis was performed which identified, delamination (>75% total separation), striated opening on radius, wear abrasion and crease flat. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure). Striated opening assessed, as surgical damage.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.